Event description:
(B)(6). Someone illegally entered my home and placed device in my food, I started feeling noticing strange things happening to my body vibration and electric current sounds and pain w/ swelling right shoulder neck area. Then small burns/blisters in shape if triangle w/dots and welts over entire body and scalp vagina anus sweating and weight loss teeth deterioration w same type of blisters lesions on my (B)(6) hospital documentation with multiple hospitals and physicians. This is a crime being committed by multiple known people with of years conflict they monitor my every movement and act. Badly tortured every time I try to get help. Family lives are threatened as well (B)(6) 2021 I found my husband attacked and left for dead in parking lot where we are resided. "The device is still inside of me" I need it safely surgically removed as soon as possible, its been nearly 6 years person whom doing this is (B)(6). Phone number (B)(6). Family members with history of animosity and physical conflict (B)(6). I lived at during time of poisoning. Product details: 1 implant size of rice grain, inside of my right shoulder/neck area posterior, all senses are being manipulated .possibly a neurology medical equipment (neurolink?) 1 monitor last known to be at (B)(6). Used for gps + torture.